Manufacturer narrative:
Diopter: -12.00. Device evaluated by manufacturer? No. Lens not returned. Conclusion: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -12.0 diopter in the patient's left eye (os) on (B)(6) 2013. Lens rotation with low vault was observed on (B)(6) 2015. Patient had blurred vision. The lens was explanted on (B)(6) 2015 and was exchanged for a longer lens with a similar diopter. The problem was resolved. Patient visit on (B)(6) 2015 - ucva was 20/20.